Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU), as known patient effects of coronary stenting procedures. Additionally, the IFU states that this product is indicated for used in the coronary or saphenous vein graft for treatment of perforations and is used for emergency lifesaving measures. It is unknown if the IFU deviation contributed to the reported event. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Literature attachment: late lumen enlargement induced by drug coated balloon in the patient with ptfe-covered stent restenosis.

Event description:
It was reported through a research article identifying that on (B)(6) 2014, a 2.8x26 mm graftmaster stent was implanted in the left anterior descending coronary artery to treat aneurysm and stenosis. On (B)(6) 2015, the patient experienced effort angina and angiography revealed in-stent stenosis. Percutaneous coronary intervention was performed and the angina resolved. Details are listed in the attached article, titled, late lumen enlargement induced by drug coated balloon in the patient with ptfe-covered stent restenosis. No additional information was provided.